Manufacturer narrative:
The device remains implanted. Additional information has been requested. A supplemental report will be filed when the investigation is completed or if additional information is received. (B)(4).

Manufacturer narrative:
No additional information or adverse patient effects have been reported as of the date of this report. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The IFU states: ¿the sterility and non-pyrogenicity of the cg future annuloplasty ring/band are validated to remain unaffected until the use by date identified on the shelf carton, provided the pouches are not opened or damaged.¿ it is not recommended to use expired products. This event was due to user error.

Event description:
Medtronic received information that this device was implanted approximately four months after its use by date. There have been no re ports of adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.